Event description:
The ge oec 9600 fluoroscopy system was reported to have prolonged an orthopaedic surgery case due to poor image quality.

Manufacturer narrative:
A ge oec service representative investigated the reported concern with image quality and found that the user had disabled the auto-histogram function for the images with questionable image quality. There was no system malfunction or service issues with the system. The system was functioning as intended and the user was advised to keep the auto-histogram function 'on' during procedures to allow automatic adjustment of the brightness and contrast functions and to further select the orthopedic profile if the general fluoro profile is not adequate for image quality for orthopedic cases. The system was tested, found to be operating as intended, and released to the customer for use. A follow-up on the patient condition revealed that the procedure time was prolonged a short amount of time. However, there was no resulting negative effect to patient condition or recovery noted.